Manufacturer narrative:
(B)(4). This device is not available for evaluation. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Follow up was conducted with the peritoneal dialysis registered nurse (pdrn) . The pdrn stated the hospitalization and death were unrelated to any baxter products or solutions.

Event description:
During review of an unrelated complaint, product surveillance was informed by (B)(4) that the patient had been deceased since (B)(6). The caregiver and the peritoneal dialysis registered nurse declined to provide any additional information regarding this event. No further information will be available for this event.